Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty converter could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the converter failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite xenon light source lamp does not light up and an ignition error or error code e103 occurred. The issue was found during inspection prior to use for a diagnostic procedure. There were no reports of patient injury or medical intervention associated with this event.